Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that the incorrect length of the balloon occurred. The patient underwent intravascular dilation with a balloon during coronary artery stent implantation. The 70% stenosed target lesion was located in a mildly tortuous and mildly to moderately calcified vessel. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. The metal marker on the inner wall of the balloon measured 20 mm, which the physician used to measure the length of the diseased vessel. Based on this measurement, a 3.00 x 16 mm promus premier stent was selected for implantation. However, during implantation of the stent, it was noted that the stent could not fully cover the lesion. Upon releasing and withdrawing the stent, it was suspected that the length of the 2.00 mm x 20mm maverick balloon was shorter than 20mm. Then, the physician used the balloon within the released 3.00 x 16 mm promus premier stent to compare the markers of a 2.00 mm x 20mm maverick balloon, markers of a 2.00 mm x 20mm maverick balloon and 3.00 x 16 mm promus premier stent are the same length. Therefore, the physician believed that the 2.00 mm x 20mm maverick balloon length was shorter than 20mm and only 16mm long. A 2.00mm x 20mm non-boston scientific balloon was used to compare with the 2.00 mm x 20mm maverick balloon catheter and there was no difference in size, indicating that there was no problem with the balloon size. The procedure continued smoothly with the replacement of the balloon catheter with the appropriate size.